Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver an unspecified radioisotope. The secure lock male adapters of the tubing sets were connected to the pts' IV access site. On unspecified dates, it was reported the removable clave ports were not tightened prior to clinical use. The customer contact reported that after the deliveries of the radioisotopes were started, the removable clave ports disconnected from the tubing set. Unspecified volumes of solution leaked. The tubing sets were replaced and the procedures were resumed. There were no reported adverse pts effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided, including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.